Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the noncalcified, nontortuous, graft from the internal mammary to the left anterior descending artery. The physician predilated the target lesion with an unspecified maverick balloon catheter. The physician then advanced the 2.50x16mm promus element plus stent delivery system to the target lesion. The stent was deployed at 14atms for 20 seconds. The physician then postdilated with an unspecified balloon catheter, upon removal of the balloon catheter it was noticed that the stent had become compressed longitudinally. The stent remains implanted. The procedure was completed by implanting an unspecified stent distal to the 2.50x16mm promus element plus stent. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)